Event description:
It was reported that patient underwent a routine expansion procedure to place an expansion segment on (B)(6), 2010. The one centimeter expansion segment that was placed previously on (B)(6), 2010, was noted to be fractured during the expansion procedure. The surgeon removed the fractured pieces and successfully replaced the expansion segment to a larger two centimeter segment as intended.

Event description:
It was reported that the patient underwent a routine expansion procedure to place an expansion segment on (B)(4) 2010. The one centimeter expansion segment that was placed previously on (B)(4) 2010, was noted to be fractured during the expansion procedure. The surgeon removed the fractured pieces and successfully replaced the expansion segment to a larger two centimeter segment as intended.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity". Evaluation of the standard expansion segment found the anterior and posterior surfaces to have scratches, scrapes, and discoloration. The wear patterns indicate the segment likely fretted against other assembly components for some time before removal, but it is unknown when the fretting occurred relative to the segment's fracture. The expansion segment is fractured at an angle, but post-fracture wear may have obfuscated the fracture angle and artifacts that may have suggested a failure mode and fracture origin.the user facility was notified of the event on(B)(4)2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.this report submitted (B)(4)2010.

Manufacturer narrative:
The procedure on (B)(6), 2010, was performed as part of a routine expansion of the implant, not because of the fractured component. There was no serious injury to the patient as a result of the fracture. The issue is being reported due to device malfunction in which the chance of death or serious injury occurring as a result of a recurrence of the malfunction is not remote. This report submitted (B)(6), 2011.